Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that their device was not working. The patient was able to sync the programmer with the ins, but it was unclear if stimulation was on or off. During troubleshooting the patient was asked to press the stimulation button and the patient was able to increase stimulation. The patient was advised to monitor their symptoms and if their symptoms do not improve the patient should follow-up with their healthcare provider (hcp). The patient was also advised that stimulation can be increased, but stimulation should not be increased to the point where stimulation is painful or uncomfortable. The patient seemed to suggest that these issues had been occurring since implant and also indicated probably stated on the 24. Additional information reported about 6 days later stated that patient lacks a complete understanding of her therapy/device. It is unclear when patient stated that trial started on (B)(6) 2017 because information suggests that patient had a registered device implanted on that same date. The patient stated that she was having the ¿¿square¿/ins implanted on (B)(6) 2017¿; however, she was using the programmer and only got therapy when she increased stimulation. The patient was not feeling stimulation and was told to stay on program 3. The patient mentioned she still had bandages. The patient was not wearing her glasses and could not read the screen. The patient stated she was trained under anesthesia. It was later indicated on (B)(6) 2017 that patient was feeling stimulation while therapy was on but experienced urinary incontinence. No further patient complications have been reported as a result of this event" in the event description. Patient indicator for use were for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.